Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the cannula is bent. The customer was advised on proper insertion technique and to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting.